Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead was capped (B)(6) 2019 due to lead insulation damage in pocket where leads touch each other. No adverse patient events were reported. Should additional information become available, this file will be updated.